Manufacturer narrative:
Root cause: alteration of staining in this case was due to improper operation of the liquid sensor board. The problem was solved by field service engineer with replacement of the part. Following the replacement, the instrument was fully operational within specifications, without errors and available for the user. Failure mode description: failure of the lsb, may result in a potential false negative result if aspiration position is intermittently too high or uneven staining occurs. This failure could be due to the vertical probe aspiration position being set above liquid level or not sufficiently deep into liquid, insufficient or no liquid aspirated, insufficient or no liquid dispensed, broken lsb, or liquid sensing system out of calibration. The lsb failure modes described above has the potential to alter staining.

Event description:
Customer complaint record reported the event as follows: "patchy staining on some slides". No direct or indirect patient harm or user harm have been reported.